Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: e1 - reporter postal code should have been included.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with chest pain. Upon interrogation, it was noted that only the right ventricular lead had perforated the ventricle and that the atrial lead exhibited high capture thresholds. The physician elected to replace both leads. The patient was in stable condition. Related manufacturing reference number: 2017865-2021-25082.